Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) 20.0 diopter was explanted from a male patient's left eye due to improper fit. Another zcb00 of a higher diopter (20.5) was used as a replacement. An incision enlargement was required to remove the lens but no suture was needed. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/9/2017 device returned to manufacturer ¿ yes. Device evaluation: on (B)(6) 2017 the return sample was received. The lens was observed cut off in 2 pieces. Visual inspection at 10x microscope magnification was performed and small particles that could be related to handling the unit out of a controlled environment are observed on the surface of the iol. Residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol. Some scratches are also observed at the optic zone, indicating the device was handled and prepared for surgical use. Based on the evidence observed, the condition of the lens is consistent with a unit that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical process. The reported device issue could not be verified. All pertinent information available to the manufacturer has been submitted.